Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a test on her onetouch ultralink meter due to it not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issues began approximately a month ago sometime in the afternoon. The patient reportedly manages her diabetes with unknown type of insulin through pump therapy based on a sliding scale and continued with her usual diabetes management regimen in response to the alleged issue. Approximately one week after the issue occurred, the patient claimed she developed symptoms of "stress and nervousness" in the morning but did not receive any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The correct test strips were being used and the issue was resolved during the call. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury nor did she receive medical intervention. However, this complaint is being reported because the subject device failed product analysis.

Manufacturer narrative:
The product(s) involved with this complaint has been returned and evaluated by product analysis on december 21, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.